Event description:
Seven weeks post implant of a patient's evoke spinal cord stimulation (scs) system, the patient experienced an infection and their wound reopened. The infection is being treated with topical and oral antibiotics.